Event description:
It was reproted that the pump stopped working for a period of 21 days around (B)(6), 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): product ID 8703w, lot# l60550, implanted: 1999-(B)(6), product type catheter, (B)(4).